Manufacturer narrative:
510k: this report is for an unk - nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent surgery with proximal femoral nail anti-rotation (pfna) implant on (B)(6) 2014. A few days after the surgery, on unknown date, the patient fell down and developed a secondary fracture at the part of a distal locking screw of the nail. At that time, the fracture site was not dislocated, and the surgeon decided to see how it went. Later they found that the dislocation had increased on (B)(6) 2021, and the surgeon decided to perform revision surgery on (B)(6) 2021. In the revision surgery, after removing the pfna, antegrade femoral nail (afn-j) will be inserted. This report is for one (1) unk - nail head elements: pfna blade. This is report 2 of 4 for complaint (B)(4).